Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery defect was found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. After setting date and time on pump the battery was removed and the pump was left without power for 1 hour; when the pump was powered on it had returned to default time and date. The pump was opened; no further evidence of moisture found, internal battery was leaking. Additionally, testing confirmed the battery compartment was cracked and corrosion was noted inside battery compartment. Unrelated to this complaint, the display was dim and when test display screen was used, the display functioned properly.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump's casing was cracked, and the patient obtained the elevated blood glucose readings ranging from 100 mg/dl to "in the 400's mg/dl". At those times, the patient experienced the symptom of headache. The patient took correcting bolus doses of insulin via the pump; she did not seek any emergency medical attention. Troubleshooting revealed the pump's battery compartment was cracked. The reporter did not note any episodes of power issues. It was also revealed the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. Troubleshooting revealed the pump had correctly delivered all bolus doses as programmed. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after the pump battery compartment became cracked. Therefore, this complaint is being reported.